Event description:
It was reported by the affiliate that the (1) tlh30 device was used during a lower anterior resection. The surgeon stated that "was sure he closed the retaining pin and rotated the rotating knob so that the indicator fell in the given range." There was a leak in the rectal stump. The edge staples were in the b-shape, but the middle staples were not. The surgeon used sutures to close the rectal stump. There was no consequence to the pt.